Event description:
It was reported by the plaintiff's attorney that on an unspecified date an unspecified pelvic mesh product was implanted in the plaintiff to treat her pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries." It was also alleged that the plaintiff "sustained severe and permanent pain, suffering, disability."

Manufacturer narrative:
It is unknown what ams pelvis mesh product was implanted. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.